Event description:
It was reported that patient experienced an infection at the burr hole cap site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the burr hole cap and right lead were explanted to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.